Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted on (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient stated they heard a device tone, but it was steady tone, not high urgency. Review of an interrogation report observed that there was a lead impedance warning on the right ventricular (rv) lead due to high and undefined pacing impedance. It was noted the rv lead had been reprogrammed previously. The rv lead remains in use. No patient complications have been reported as a result of this event.